Event description:
Upon the removal of an epidural catheter, the tip was found to be missing. The catheter was inserted with needle. The physician did not withdraw the catheter through the needle and did not feel any undue resistance during this process. The pt was discharged with a follow-up clinic appointment for further eval.